Manufacturer narrative:
Pump (B)(4) was returned to heartware for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications. Review of the sterilization records did not reveal any anomalies that may have contributed to the reported event. Analysis of the pump revealed that the device passed visual examination, functional testing and dimensional verification. Pathological evaluation did not reveal any evidence of thrombus within the device. However, a patch of tan lobulated material noted on the sewing ring is grossly and histologically consistent with thrombosis. This thrombus did not impact the safety and functionality of the pump. The log file analysis did not reveal any anomalies for the past 14 days until (B)(6) 2016. Based on the investigation conducted, there is no evidence of any malfunction that could have prevented the pump from functioning as intended. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and possible issues with the management of their therapeutic anticoagulation and antiplatelet therapy. There are possible patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Sepsis, stroke and death are potential complications that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and history of recurrent polymicrobial infections. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed lethargy on (B)(6) 2016 and was found to have leukocytosis.  At the time of the event, the patient's medications included amiodarone, norvasc, aspirin, lipitor, persantine, lasix, furosemide, insulin, synthroid, zestril, trental, warfarin and lovenox.  A chest/abdominal/pelvis computerized tomography (CT) scan revealed no abnormalities with blood cultures positive for (B)(6).  The site reported that the site of the sepsis was not known.  The patient was treated with intravenous (IV) antibiotics and was briefly intubated.  The patient is reported to have responded well to this treatment with subsequent clearing of the blood cultures.  On (B)(6) 2016, the patient developed left hemiparesis.  A head CT revealed a massive and diffuse head bleed which the diagnostician reported were concerning for multiple areas of hemorrhagic septic emboli.  The next day on (B)(6) 2016, the patient underwent surgical frontal craniotomy for evacuation of the hematoma, intradural evaluation, placement of a right frontal intracranial pressure monitoring catheter and harvesting of a pericranial graft for duraplasty.  Post-operatively the patient continued to have left hemiparesis.  The patient's prognosis did not improve and the patient's family decided to withdraw support on (B)(6) 2016.  An autopsy was performed with the explant of the pump but the results not provided.  The site reported that there was no suspicion of a relationship between the events and the hvad pump.